Event description:
During the therapeutic implant of a vaxcel implantable port in a pt. The peel-away sheath did not peel evenly, and split. The physician reported htat the physician successfully removed the sheath with the aid of hemostats. No components from the device were left in the pt. The complainant indicated that there were no adverse affects on the pt as a result of the reported problem.